Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: in the year following his surgery, pt suffered from discomfort and pain in his hip. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position. Five years after pt received his asr hip implant, his treating orthopedic surgeon conducted that the hip implant had failed and needed to be replaced. Pt will undergo revision surgery in (B)(6) 2011.